Manufacturer narrative:
The insulin pump was received with no button response due to flattened escape, act, down and up buttons dome switch. Inspected j2/lcd connector and no unlocked connector noted. Unable to perform the self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had minor scratched display window.

Event description:
The customer reported via phone call that they experienced air bubbles anomaly. The customer stated that the pump was not delivering like it was supposed to. The customer's blood glucose value was unknown. The product was returned for analysis.